Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens was returned but injector was not returned for evaluation. Visual inspection of the returned lens found the trailing haptic deformed. As there is no similar incident reported in the lot, it is hard to tell that the product had quality issue. The deformation of the trailing haptic is more likely created by mishandling such like pushing top flange on and off, pulling back rod after pushing the rod or rod was pushed too fast. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a ks-3ai aq310ai, 26.0 diopter preloaded injector, and noted after injection, the trailing haptic was found to be deformed. Upon removal of the lens within the same surgery, the trailing haptic was standing up straight. The lens was removed with no apparent injury and an alternative lens was implanted within the same surgery. There was no abnormality during set up